Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: a review of the black box showed evidence of three call service 088 alarms on (B)(6) 2014. A prime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. Internal moisture was observed on the printed circuit board. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial allegation, the display screen had a pinkish contrast. The battery compartment was cracked between the bumper pad and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088-85b3 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.